Event description:
It was reported that the pt underwent an anterior cervical procedure. It was reported that during surgery, the tip of the driver was noticed to be missing. No pt complications were reported.

Manufacturer narrative:
The driver was returned for evaluation. Macroscopic examination of driver confirms driver blade broken off from the driver, and not returned for and not returned for analysis. It is noted that driver shaft is bowed, suggesting excessive force during instrument utilization. Microscopic examination reveals a fairly brittle fracture surface with no indication of fatigue, consistent with excessive torsional force. Proper application and usage of driver is implantation of atlantis acp bone screws; usage of this driver as defined by the surgical technique requires extremely minimal torque. A review of the device history records did not identify any applicable nonconformance to specification.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the MFR for eval, therefore, the cause of the event cannot be determined.